Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's extension coiled and tangled from ipg flipping the pocket due to twiddlers. Surgical intervention was undertaken on (B)(6) 2026 wherein a pouch was placed around the ipg to create stability and the extension was explanted and replaced to address the issues.